Event description:
It was reported that a malfunction occurred with a code "malf 3", and no notable events preceded this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer on how to put the pump in storage mode before returning it. The customer agreed to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and understood the instructions to return the pump within 10 days using a pre-paid label.